Event description:
Coma hypoglycemic: overdose accidental: a physician reported that a pt suffered a severe hypoglycemic reaction which resulted in a coma following what is believed to have been an accidental overdose with novolin 70/30 (rdna) penfill insulin in a novopen 3 device. The pt was also receiving prandin at the time of the event, on nov-1-98. The physician's nurse stated that the pt was immediately hospitalized and that he remains in a coma, on life-support equipment. The pt was reported to be in grave condition and was not expected to recover. It was indicated by the reporters that the event was not related to the products in question but rather due to human error. The overdose injection had been administered by a member of the pt's family who was unfamiliar with the functioning of the novopen 3 device. Prior to the event, in sep-98, the pt had been receiving treatment with glucotrol xl, and prandin (0.5 mg three times per day) was added to his antidiabetic regimen on oct-2-98. On oct-22, glucotrol xl was discontinued and prandin dose was increased to 2 mg three times per day. Four (4) days later, on oct-26, novolin 70/30 (rdna) penfill insulin with novopen 3 device was introduced and the combination therapy resulted in good glycemic control for the pt.